Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "backup alarm failed" error message (1104). The device was not in use when the issue occurred. No patient or user harm reported. The se reported that after reviewing the event log, it was observed that a "backup alarm failed" error message (1104) was recorded. An order for service was created. The customer declined to have the device repaired and decided to retire the device from service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.